Manufacturer narrative:
Updated fields: b4, d9, e4, g1, g3, g6, h2, h6(type of investigation, investigation conclusions), h10, h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the iabp alarm reading gas loss with pump automatically on standby, troubleshooting attempted multiple times to fill balloon and restart without success. Iabp was emergently removed by cardiology within 5 minutes of failure. No harm to the patient reported.